Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: pediport leaking throughout case. Upon inspection of port it is clear to see that seal has split, but not fallen into patient. Surgeon dismantled product for further inspection.